Event description:
The customer observed false non-reactive alinity I anti-hbc ii results generated for a patient sample with a history of hepatitis c. The following data was provided: sample ID (B)(6). On (B)(6) 2023 initial result = 0.23 s/co, repeat results on (B)(6) 2023 = 3.12 s/co, 2.91 s/co, repeat results on (B)(6) 2023 = 2.94 s/co, 2.91 s/co. No impact to patient management was reported.

Manufacturer narrative:
The customer service representative reviewed the instrument logs and recommended the customer check and recalibrate the r1 alinity pipettor probe which resolved the issue. No additional discrepant results have been reported since the part was recalibrated. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the alinity pipettor probes did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6), or the alinity pipettor probes was identified.